Manufacturer narrative:
We have now concluded the investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. The renasys touch device and power supply with serial ktae160021 and intended for use in treatment, was returned for evaluation. A visual inspection found the back case to be damaged, the functional evaluation found no relationship between the device and the reported failure. The device charged correctly and passed a functional test within expected parameters. There was no fault found. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge. Recommendations: - storage of the device should be within an area that is not subject to high temperatures. - ensure the device is fully charged prior to use. - locking the screen is recommend during the charging process. - do not charge the device in its carry bag. - it is important that all users of this device, read and follow the instructions in the supplied manual for use.

Event description:
It was reported that despite continuous charging, charging symbol clearly visible, no charging of the battery. The user tried to use a different charger but the result was the same. Problem solved by changing to a new device.